Event description:
It was reported that the customer experienced a blood glucose (bg) level reported as "high"; specific value was not provided. Cause was unknown. Customer addressed bg by administrating a correction bolus via pump and a manual correction injection. Additionally, the pump time was incorrect, cause was unknown. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.